Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after percutaneous transluminal angioplasty (pta) and stenting of the proximal right coronary artery (rca) a perforation was noted with the 4.0 x 21 mm unspecified nc balloon inflation. Angiomax was stopped and the nc balloon was inflated in an attempt to seal the perforation. Cardiopulmonary resuscitation (CPR) was initiated and a graftmaster covered stent was deployed and successfully treated the perforation. The patient remained pulseless after prolonged attempts of CPR and subsequently died. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy; there was no reported device malfunction, however, the stent delivery system (sds) was not returned to abbott vascular for analysis as it was discarded by the site. The reported patient effect of death, as listed in the over the wire (otw) graftmaster instructions for use (IFU) is a known patient effect that may be associated with the use of the jostent graftmaster in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.